Event description:
It was reported that signal loss occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause was determined to be transmitter failure.

Manufacturer narrative:
(B)(4).